Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. All the buttons functioned properly and no moisture damage on keypad traces noted. The device also had a cracked display window corner, scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that insulin squirted out of the tubing during prime. Blood glucose value was 187 mg/dl. The customer stated that when pressing the act button to fill the tubing, the insulin pump will beep and insulin will exit but the numbers will not ramp up on the screen. She was advised to discontinue the use of the device. The device was replaced and returned for analysis.